Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. Moisture damage was found on the lcd board. No moisture damage found on the mother board, interface board or remote frequency boards. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. She explained that she went swimming and put it in the holder and it got wet. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.